Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed. The cause was determined to be depressed battery pins that were unable to rebound as designed. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.